Event description:
The pt underwent a laparascopic cholecystectomy in 2004. The forceps used for the procedure broke in the pt's abdominal cavity during the procedure. The broken piece was retrieved with no pt complications. The instrument was received in july 2004, and forwarded to the vendor for evaluation.